Event description:
It was reported that during preventative maintenance (pm) of the device at the user facility, the unit would only heat up to thirty-five degrees celsius at the forty-two degree celsius setting, since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) checked the solid state relay and valves; and said they were working fine. There was no water circulating in the tank during heating. The customer was going to attempt to repair the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.